Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated on (B)(6) 2014. The revision surgery was performed due a pt fall and fracture in the acetabulum. The surgeon removed the original acetabular insert, acetabular shell and accompanying screws, and a femoral head and replaced them with new implants of the same size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.